Manufacturer narrative:
A contracted third party service agent evaluated the device and was unable to verify the reported failure. The service agent then observed proper device operation through functional and performance testing. A clinical review of the reported event was performed and it was determined that the device use may have contributed to the death of the patient due to a significant delay in care as a result of the reported failure of the device to provide an ECG rhythm of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported to physio-control that during a patient event, the customer's device did not detect the connection to the patient when the defibrillation electrodes were connected. The patient had gone into cardiac arrest and after the device was connected, there was only dashed yellow lines showing on the screen. Following the reported failure of the inability to recognize a patient connection, the responding ems individual continued patient care by performing CPR until a back up device arrived. The back up device arrived approximately 33 minutes into the call and when connected to the patient, gave a no shock advised decision multiple times. The patient did not survive.